Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result . Additional information: h3: device evaluated h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image - the scope was processed and not used; just plugged into the processor and did not work. It was plugged into another processor and did not work" involving pentax model ec-3890li/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax on 06/29/2021 and is pending inspection. The device has been routinely serviced by pentax since install.